Event description:
It was reported to philips the stand is loose at the base. There was no patient involvement or harm. This event was reported to have been observed during preventive maintenance (pm). The customer spoke with a philips remote service engineer (rse). The customer stated the screws appear to be rounded off at the head and unable to be tightened. The rse advised the customer the screws may have been cross threaded and can be replaced. The part number for the hardware kit was provided. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Following the evaluation of the device, the customer purchased the hardware kit and used a bolt to resolve the problem. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed.